Event description:
During the device evaluation of the bronchovideoscope, the scope connector was found to be dirty due to water leakage, and corrosion was identified on the connecting tube. There was no patient involvement associated with these findings.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of the identified failures could not be established, as the investigation findings did not lead to a clear conclusion regarding the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.